Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient (pt) was recharging the controller from ac power when they controller got extremely hot and appeared to "fry" the battery in the controller and now the controller had become unresponsive. Pt inspected the battery and battery compartment and they both looked good. Additional information was received from a patient (pt) regarding an external device. The reason for call was pt reported that he received the new controller and li battery repair sent, pt stated he never received the replacement ac power cord he requested. Pt stated he plugged his new controller with the new li battery into his old ac power cord and it has "fried" again the device and this will be the 2nd controller / li battery pack that has been damaged pt stated that when he plugs the controller into the ac power with the li battery it "stinks" like electrical burn. Pt removed the li battery and plugged the controller into ac power and the controller does power up. Pt put the li battery back in and stated that he can smell electrical burn sm ell and stated he feels it is the ac power cord he is using.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID m995402a001 lot# serial# unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial #: (B)(6), ubd: , UDI#:(B)(4). H3: analysis of the 97745 controller (s/n (B)(6)) revealed that main board was dead, as well as broken stim button bosses. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.